Manufacturer narrative:
The ufr was the only source of information - dräger was not involved in any follow-up measures after occurrence and was unable to obtain further information. Hence, a case-specific evaluation is not possible. The following is being concluded: there was no malfunction of the workstation itself. The flow sensor and the dedicated cable are reusable accessories which have a limited lifetime; the factors with the most significant impact on the useful life such as way of handling, reprocessing method etc. Are under control of the user. The measurement is taken proximal to keep the influence of compliance and resistance of the entire patient circuit as low as possible in reflection of the low tidal volumes used in neonatal care. The readings are however used for monitoring purposes only and not to control gas dosage or ventilation. The IFU explain this in detail and state also clearly that flow monitoring can be deactivated if e.g. Nebulization is being performed or if replacement of a malfunctioned flow sensor cannot be performed immediately. Following from that, it is concluded that the temporary desaturation has occurred while the user has disassembled the parts of the pneumatic system to replace the flow sensor which likely made ventilation insufficient in this moment. In any case, the workstation has continued to ventilate as set after the flow sensor malfunction had manifested. Without inspection of the flow sensor which was not made available to dräger, it is impossible to divide if a sudden end of life of the flow sensor had occurred or if it was contaminated by fluids which would be an application problem and no malfunction. An issue with the flow sensor cable cannot be excluded as well as the root cause. The workstation has properly alarmed as soon as the malfunction of the flow measurement occurred. Remark: dräger reached out to the contact person named in the ufr but the person rejected the phone call. The s/n of the workstation given in the ufr must be wrong according to the records maintained at dräger. Thus, it is concluded that the submission of the ufrs was rather driven by the obligation to comply with national reporting requirements than by a real interest in getting evaluation results from the manufacturer.

Event description:
It was reported that the proximal flow measurement suddenly failed during ventilation of a premature baby. As per report, the patient's blood oxygen saturation dropped while the user's were exchanging the flow sensor. It returned to normal when the oxygen level of the breathing gas was increased after the exchange was completed. No health consequences have finally occurred.

Manufacturer narrative:
In the initial report, an incorrect statement was made. The manufacturer narrative contained the sentence "the readings are however used for monitoring purposes only and not to control gas dosage or ventilation." In fact, this is not correct. The flow trigger in assisted spontaneous ventilation modes will not work, and other restrictions in ventilation control are to be expected when flow measurement does not work. The aformentioned sentence was removed from the final summary, corrected version as below: the ufr was the only source of information - dräger was not involved in any follow-up measures after occurrence and was unable to obtain further information. Hence, a case-specific evaluation is not possible. The following is being concluded: there was no malfunction of the workstation itself. The flow sensor and the dedicated cable are reusable accessories which have a limited lifetime; the factors with the most significant impact on the useful life such as way of handling, reprocessing method etc. Are under control of the user. The measurement is taken proximal to keep the influence of compliance and resistance of the entire patient circuit as low as possible in reflection of the low tidal volumes used in neonatal care. The IFU explain this in detail and state also clearly that flow monitoring can be deactivated if e.g. Nebulization is being performed or if replacement of a malfunctioned flow sensor cannot be performed immediately. Following from that, it is concluded that the temporary desaturation has occurred while the user has disassembled the parts of the pneumatic system to replace the flow sensor which likely made ventilation insufficient in this moment. In any case, the workstation has continued to ventilate as set after the flow sensor malfunction had manifested. Without inspection of the flow sensor which was not made available to dräger, it is impossible to divide if a sudden end of life of the flow sensor had occurred or if it was contaminated by fluids which would be an applicational problem and no malfunction. An issue with the flow sensor cable cannot be excluded as well as the root cause. The workstation has properly alarmed as soon as the malfunction of the flow measurement occurred. Remark: dräger reached out to the contact person named in the ufr but the person rejected the phone call. The sn of the workstation given in the ufr must be wrong according to the records maintained at dräger. Thus, it is concluded that the submission of the ufrs was rather driven by the obligation to comply with national reporting requirements than by a real interest in getting evaluation results from the manufacturer.

Event description:
It was reported that the proximal flow measurement suddenly failed during ventilation of a premature baby. As per report, the patient's blood oxygen saturation dropped while the user's were exchanging the flow sensor. It returned to normal when the oxygen level of the breathing gas was increased after the exchange was completed. No health consequences have finally occurred. The unique device identifier (UDI) of the affected product could not be determined due to the missing serial number of the device. We will reiterate this with the customer. If this attempt leads to an UDI, we will submit a follow-up report.